Event description:
Device malfunction: none. Symptoms/ae: hypertension. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, after stent deployment, the pt became hypotensive. Initially, the hypotension was symptomatic with some left arm weakness, but once blood pressure was stabilized with bolus' of phenylephrine and a dopamine drip, the neurological symptoms resolved. Approximately three days post-procedure, the dopamine drip was discontinued and the pt was started on sudafed. Four days post- procedure, the pt was discharged to home with instructions to take sudafed every 6 hours and to hold all antihypertensives until next follow-up visit. Although requested, there was no additional info provided.

Manufacturer narrative:
There was no device malfunction reported. Hypotension and neurological events are known possible adverse events associated with the use of the device as listed in the xact stent instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.